Event description:
It was reported that, noise resulting in oversensing and loss of capture were observed on the right atrial (ra) lead. Ra lead damage was suspected but this was not confirmed. The device was reprogrammed as an interim resolution. The patient was stable.